Event description:
The plaintiff alleges that between 1983 and 1998 the plaintiff worked in healthcare at a user facility, and wore latex glove products which plaintiff's employer supplied. The plaintiff further alleges that the plaintiff developed an allergy that caused a severe reaction in 1997 which was diagnosed, for the first time, as latex induced sensitivity by a dr. Finally the plaintiff alleges that the plaintiff's entire body has been injured and damaged, the plaintiff has developed a profound allergy which makes the plaintiff susceptible to life threatening anaphylactic shock reactions, and the plaintiff has undergone care and treatment at an expense of over $25,000 for repeated episodic attacks. The plaintiff has lost work and has become disabled, and in the future the plaintiff will suffer and sustain add'l injury, expense, and loss of earnings, all to the plaintiff's injury and damage.